Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was not cutting well and did not cut as fast as usual. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, a cut in the air tube on the returned trigger housing was found. The exact root cause of the cut in the air tube could not be determine from the results of evaluation. The returned blade failed the sharpness test with an average breaking force of 3.61 lbf. The blade failed to rotate during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05361. The same patient is represented in each medwatch.